Event description:
It was reported that crosstalk on the ventricular channel was observed when an asymptomatic patient presented in clinic for a routine follow-up. Programming changes were made, and the device remains implanted. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).